Event description:
A medtronic representative reported that, during an ear, nose & throat (ent) procedure, the navigation system's monitor displayed black for 3-5 seconds while at the navigation screen. After the monitor went black, the screen restored itself to the expected navigation screen. In trouble-shooting, the digital visual interface (dvi) cable connection to the central processing unit (cpu) was un-plugged and re-plugged, restoring monitor settings. The system functioned properly for the remainder of the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported the behavior could not be replicated. No parts have been returned to manufacturer for analysis. No further issues have been reported.